Event description:
It was reported that an intraocular lens was explanted after the patient was not satisfied with his visual outcome. The doctor exchanged the lens for one with a different diopter.

Manufacturer narrative:
(B)(4): the device manufacturing records were reviewed and showed no deviations.diopter measurement records from this particular lens were verified and shown to be within specifications. All pertinent information available to the manufacturer has been submitted.

Manufacturer narrative:
Device was returned to the manufacturer. Visual inspection showed a lens where the optic was cut in half, no optical deviations on the optic parts could be found. Measurement of the diopter value of the lens could not be performed due to the condition of the lens. The intraocular lens passed all acceptance criteria for all tests performed and was within all specifications during the manufacturing process, therefore no production related cause is expected. All pertinent information available to the manufacturer has been submitted. (B)(4): placeholder.